Event description:
Unrelated failure mode (s) tw ID (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, tip of the vasoview hemopro 2 device tips stop working. Another device was opened and case went according to IFU. No patient affects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise #: (B)(4). An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The black shaft of the device was observed to be melted at the middle part of the shaft, exposing the metal portion inside. No electrical testing was conducted due to the melted shaft. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was confirmed. The device was returned to the factory for evaluation on 04/05/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The black shaft of the device was observed to be melted at the middle part of the shaft, exposing the metal portion inside. Based on the returned condition of the device, the reported failure "melted; shaft" was confirmed. The lot # 25161540 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, tip of the vasoview hemopro 2 device tips stop working. The tips separated and started to melt. Another device was opened and case went according to IFU. No patient affects.